Event description:
Health professional reported the removal of a lap-band because the band was allegedly "too tight," the pt had "acid reflux and night-time coughing," the pt was "frustrated," and there was an unspecified "malfunction." Follow-up findings: per the surgeon's staff, "the pt complained that [the pt] started to have problems with [the pt's] band one week prior...they removed 1 cc of saline during the visit on [date] and then on [date] the pt requested removal off the lap-band because [the pt] was "frustrated." The device was removed on [date] and the serial number is unk. The surgeon's medical staff reported that the notes she was reading indicated that the reason for removal was a possible "malfunction", but could not specify what the malfunction was and did not know if there was any diagnostic testing performed. Additional follow-up with the surgeon's medical staff is in progress.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Obstruction, reflux, and "night coughs" are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported events of obstruction and reflux as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be cause by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food. Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."